Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with bleeding and an painful lump on the insertion site. The sensor remained on the patient´s body; however, it started causing pain. The patient´s parent removed the sensor and a painful lump had been formed. The reaction was red, swollen and with an infected lump on the upper buttocks. Therefore, the parent called a nhs 24 (scotland's national telehealth and telecommunications organization) and was told to take the patient to the general practitioner the next day. The patient visited the doctor and they prescribed oral antibiotics flucloxacillin 125 mg (4 times per day) and an antibiotic cream fusidic acid 20 mg (4 times per day). At the time of the report the patient was still feeling pain but was slowly feeling better. No additional patient or event information is available.